Event description:
The dealer stated, unit was involved in a fire. The unit was not the cause of the fire.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.